Event description:
It was reported that when the patient started the trial they couldn¿t get the left side to work so they put it on the right. They had to try 3 different external boxes before they found one that worked at the office. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3007566237-2014-03294 for the patient not feeling stimulation the day after the trial started.

Manufacturer narrative:
Concomitant: product ID 3625, product type screening device. Product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. Product ID 3625, implanted: 2014-(B)(6), product type screening device. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that they first tried a different brown box with the same outcome of the patient only feeling stimulation briefly and then not at all. The patient's health care provider (hcp) thought the reason was due to lead migration. The patient noticed some improvements so their hcp elected to do an advanced evaluation (ae) with the patient on (B)(6) 2014 and the patient was currently still testing. During the basic evaluation (be) it was not a brown box issue as the lead migrated. The therapy was successful during the ae and the patient would be getting implanted with the generator on (B)(6) 2014.